Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the m.r.I. Ultra slimport via left cephalic vein at t7 vertebra site. During packaging inspection and flushing of all products, the operator discovered a tear at the 42cm mark on the catheter, resulting in leakage. There was no reported patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos and one video were provided for review. The first photo shows the screenshot of mobile conversation in native language containing some videos and pictures. The second photo shows the clinician was holding the catheter where a partial circumferential fracture was noted. The video shows a clinician was flushing the catheter with a syringe where leak was noted in the distal end of catheter. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b5, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and video were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a port placement procedure using the m.r.I. Ultra slimport. During packaging inspection and flushing of all products, the operator discovered a tear at the 42cm mark on the catheter, resulting in leakage. There was no reported patient contact.